Event description:
It was reported that the patient presented in clinic for a follow-up appointment. The patient's right ventricular lead exhibited loss of capture and high capture threshold. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events of loss of capture and high capture thresholds were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.